Event description:
It was reported that the unit cracked during the sterilization cycle.

Manufacturer narrative:
Upon receipt of the unit on (B)(4) 2012, it was observed that a small metal piece was missing. We are filing at this time and block g4 has been updated accordingly. Additional info will be provided once the investigation has been completed.